Event description:
Same case as MDR ID# 2134265-2014-04785. (B)(4) clinical study. It was reported that angina and in-stent restenosis occurred. On (B)(6) 2011, a 3.0 x 16mm and 2.75mm x 12mm veriflex bare metal stents (bms) were implanted from the proximal left anterior descending (lad) artery extending to mid lad. On (B)(6) 2012, the patient presented due to stable angina and patient was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure were performed. The target lesion was an in-stent restenotic lesion of previously placed 3.0 x 16mm and 2.75mm x 12mm veriflex bms stents extending from proximal lad to middle lad with 90% stenosis and was 28mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation and placement of a 2.75mm x 32mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was an in-stent restenotic lesion of previously placed unspecified bms located in the 1st om with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.50mm x 20mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).